Event description:
Aortic valve was removed due to regurgitation/insufficiency. Valve looked fine when aorta was opened. Although the cause for the malfunction could not be determined, the hcp replaced the valve. No additional consequence reported for the patient.